Event description:
It was reported that t-wave oversensing (twos) resulted in atp (anti-tachycardia pacing) therapies being delivered, despite the twos rejection algorithm being on. Review of performance data indicated that the twos criteria had not been met. The right ventricular sensing was reprogrammed to attempt to remove the twos. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.